Event description:
The customer reported that while the unit was in use on a patient, the unit alarmed and then displayed electrical test failure code 58 (power-up vent test failed). The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative replaced the drive manifold assembly. The unit was tested to factory specification. It funtioned normally and was returned to the customer.